Event description:
Free style libre 2 devices I tried to use for 2 years from 2020 to 2022 did help initially to maintain my blood sugar by knowledge of my sugar; however the devices functioned worse and worse over time and the cost increased dramatically with medicare coverage to the point I could no longer use them. The devices fell off, would not even stick on as previously, despite my having been trained how to use them and successful use of them before. My blood sugars increased dramatically and my hba1c increased from 8.-% to 12.3% which my doctor feels is a significant adverse effect.